Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose was running low; the patient's blood glucose ran into the 40 mg/dl, 50 mg/dl and 80 mg/dl range on friday night. The patient's blood glucose has since stabilized at 157 mg/dl. The patient's health care professional was making changes to the patient's basal rates and blood glucose targets, and those changes are the perceived causes of the low blood glucose episode. No products were returned or replaced.